Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead had exhibited a gradual increase in impedance measurement from 600 ohms to 1678 ohms along with intermittent high thresholds of 7.5 volts and loss of capture. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the cardiac resynchronization therapy defibrillator (crt-d) and rv lead were explanted. It was noted that during the explant procedure the insulation on the lead was damaged. No additional adverse patient effects were reported.